Event description:
According to the rptr, while monitoring a pt, the device alarmed, displayed a "service" icon and would not display the pt's ECG. A backup device was called for and used and no adverse effects to the pt were reported as a result of the alleged malfunction.